Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller battery button activating yellow wrench and red heart leds was confirmed via product testing. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis, a log file was downloaded for review, and a log file was submitted for review as well. The log files spanned approximately 7 days (07aug2020 ¿ 13aug2020, 24aug2020 per timestamp). Events occurring on 24aug2020 are from testing at abbott. There were no notable events in the log file. Pump operation was not affected. The system controller was functionally tested, and the reported event was observed when the battery button on the system controller was pressed. Due to this observation, the system controller failed an led test during evaluation; however, this did not affect pump performance. The user interface (ui) of the system controller was swapped and the reported event was resolved. All leds on the system controller operated as intended. The ui circuit board was inspected and compared to a working ui circuit board and it was observed that the ui board had a higher than expected resistance. The ui membrane was inspected under a microscope and slight fluid ingress was observed inside one of the circuit board contact points. The root cause of the reported event was determined to be from an increased resistance on the user interface circuit board of the system controller from fluid ingress. Incidental findings included a damaged serial number label. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 2 ¿ ¿system operations¿ and heartmate iii patient handbook section 2 ¿ ¿how your heart pump works¿ explains the functions of the system controller user interface buttons. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including how to avoid fluid from entering the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being shipped on 04sept2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that when the patient came into the clinic, the battery button was pushed and lights came on for wrench and red heart. Self test was done without difficulty. The controller was exchanged in the clinic without issue.